Event description:
A report was received that the patient was having pain at the pocket site. The patient was prescribed with medication to help with the pocket pain. The physician believed that pocket pain was device related and no device malfunction was suspected. The patient was doing well.